Manufacturer narrative:
D9: device received on 2/27/2025. H3: eighteen samples were received for evaluation. 1 out of 18 samples was rejected as the test could not be executed as the tube was found out of specification for outside diameter. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The samples passed the water leak test. It was observed that 8 out of the 18 samples failed the inspections as they were found measuring below specification. The cause of the condition reported (tube out of specification) was related to a supplier issue of the tube.

Event description:
It was reported that the device had leaks and voids on the joints from the tube and the manifold. The engineering team mentioned that both components, unfortunately the tube from the transducer seemed to be out of specification. Most were lower tolerance which was reported that the tube did not seem to cover all manifold section creating voids where there was no contact. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.